Event description:
It was reported by the customer that the extension set was being used to administer tpn and lipids through a broviac line. "The nurse noted some leakage of bloody fluid and clamped the tubing immediately. She verified that all connections were tight and unclamped the line. She noted that a mixture of blood and tpn was leaking from the tubing by the blue hub. Nurse stated that approximately 56cc of fluid total was on the bed. The tubing was changed immediately and there did not appear to be any influence on the patient's long-term outcome". She stated that "this event is not significant". No patient adverse event or harm reported.